Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approximately 19 cm distal to the is-1 connector pin. Abrasion marks were found along the lead body. Further inspection revealed a damaged insulation approximately 25 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Due to the damages, the mechanical inspection and the functional test of the helix fixation mechanism was not properly feasible. The manufacturing process for this lead was re-investigated. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Corrected the method code.

Event description:
This lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.